Event description:
Doctor reported event of "sudden loss of restriction." The physician noted that the event had "mild severity, and the event was probably related to the device and unlikely to be related to the procedure." The physician performed an adjustment to treat the event.

Manufacturer narrative:
(B)(4). The product associated with this report is still implanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."